Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked insulin out of the syringe. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown. It was reported that the insulin was bubbling out of the syringe. 1. Description of issue: customer reported the insulin was bubbling out of the syringe and she was unable to use it to load the cartridge. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1 4. Item number: 3 ml syringe ¿ 309657. 5. Product lot number: unavailable. 6. Are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: customer declined bd follow up for returning product. No further follow up is required.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked insulin out of the syringe. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown it was reported that the insulin was bubbling out of the syringe. Description of issue: customer reported the insulin was bubbling out of the syringe and she was unable to use it to load the cartridge. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: unavailable. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further follow up is required.